Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose was 325 mg/dl. Tandem technical support did a pump system check and did not find anything wrong with the pump. Customer reverted to alternate insulin pump for insulin therapy.